Event description:
It was reported that vessel dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 18x3.0mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified mid left anterior descending artery (lad). After a non-bsc guidewire has crossed the lesion, predilation was performed with a non-bsc balloon catheter. During advancement of a 3.00x20mm promus element ¿ plus stent, significant resistance was encountered. The stent was deployed at 14 atmospheres. However, following stent deployment, the physician noted a type b dissection at the distal site of the lesion. The procedure was completed with the implantation of a 3.00x12mm promus element¿ stent to cover the dissection. No further patient complications were reported and the patient's status was stable and responding well to the medications.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the directions for use (dfu), and/or device labeling. (B)(4).